Manufacturer narrative:
The device and its log file provided basis for investigation. On the reported date of event no error messages could be found in the log. Based on the logged entries it was not possible to determine if a shut down had occured because of a depleted battery. When the manufacturer received the device for inspection, the battery was fully charged. For further investigation, a long term run over several days was carried out. No errors were detected and the alarm functions worked as specified. A root cause for the reported behavior could not be identified; logbook and device testing showed no deviations.

Event description:
Refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow up-report.

Event description:
It was reported that an oxylog 3000 turned off unexpectedly while being used on a patient. However the alarm "battery discharged" was not given. The staff noticed the shut down when the pressure and the oxygen saturation went down. The device could be turned on again and continued ventilation. The patient had died later but the staff stated that the passing was not because of the oxylog problem.